Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement test or verify compromised force sensor system alarm due to completely broken reservoir tube lip. Also, the device had loose/protruded drive support disk and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stopped working and alarmed compromised force sensor system alarm. Customer reported that the alarm occurred during fill tubing process. The customer's blood glucose level was 153 mg/dl. Troubleshooting was performed and completed. The insulin pump will be returned for analysis.